Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
An event occurred on an unspecified event date involving a enfit lopez valve reported that the value is leaking. Such leaks could expose patient or clinician to medication. There was patient involvement and no harm/adverse event reported.